Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette latch would not show locked mode and seemed to be binding. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed as the latch lock sensors were found to be non-functional. The latch lock sensors and ground strips were replaced. Upon further investigation, the pump failed the downstream occlusion test. The downstream occlusion sensor was replaced, and the device was able to pass all testing criteria.